Event description:
A guideliner v2 catheter was used during a clinical procedure. The physician encountered resistance while advancing the guideliner v2. Upon removal, the guideliner v2 separated into two pieces. Both pieces were removed from the patient without impact. No patient impact was reported.